Event description:
It was reported that after removal, the needle tip of the safety infusion set was found exposed without wrapped by safety device. When the safety device was re-initiated manually in a later, the needle tip could not be covered either. Needle stick occurred, the victim was vaccinated against hepatitis b and has not been infected so far.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after removal, the needle tip of the safety infusion set was found exposed without wrapped by safety device. When the safety device was re-initiated manually in a later, the needle tip could not be covered either. Needle stick occurred, the victim was vaccinated against hepatitis b and has not been infected so far.